Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had voluntarily stopped insulin delivery earlier, the customer declined to provide additional information. When the customer went to resume insulin delivery a malfunction alarm occurred. There was no reported impact to the customers blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.

Manufacturer narrative:
..